Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of the event is due to patient non-compliance during post-op, bending the plate in multi-directions and/or improper positioning of the plate during implantation. Bending the plate in multi-directions can cause fatigue in the material and in conjunction with non-compliance can lead to device failure post-op. The directions for use (dfu-0098) provided with the device warns against bending the plate in the reverse direction. Improper positioning of the plate can lead to improper load distribution on the plate which may cause shear fracture. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was originally reported that upon insertion, the plate broke in half. Surgeon used the established technique and used an ar-13318 driver. The surgery was completed successfully. However, seven weeks later the patient complained of pain due to the broken plate. The item was retrieved from patient and another one was put in place. The bone quality was hard. Follow-up investigation: the original surgery was performed on (B)(6) 2014. Three weeks post op, surgeon confirms everything was good. The patient started to complain of pain six weeks and 3 days post op. Between the 6th and 7th week, surgeon took an x-ray and advised patient to apply ice to swollen area and prescribed medication. During a revision, the broken plate was completely retrieved and they used a different kind of plate from a different manufacturer.